Event description:
It was reported that customer experienced tandem mobi cartridge alarm that did not occur during cartridge load and had also experienced cartridge alarms with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, cts confirmed cartridge alarm, arranged pump replacement, and emailed internal team to address incorrect warranty date on replacement pump while attached pump settings were documented for reference.